Event description:
The customer reported that the monitor of the 9800 system went blank during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supply was re-adjusted, the filters were cleaned and the printed circuit boards were reseated. The system was tested and operates as intended.